Event description:
It was reported that the pt had hearing sensations only on electrodes 1-6 during first fitting. Testing on (B)(6), 2009, revealed electrodes 6-12 as hi. Another testing carried out on (B)(6), 2009, revealed that in total 11 out of 12 electrodes were hi and the pt no longer had any hearing sensation. On (b)(), 2010 testing revealed all electrodes as hi. A cat scan revealed a broken electrode.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.